Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to customs and financial policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during an initial hip procedure that during impaction of acetabulum the shell component inserter broke. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.